Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported she was unable to test due to her adc blood glucose meter powering on with button depression but not with test strip insertion. It was further reported that on (B)(6) 2018 at 10:00 p.m., the customer began feeling dizzy and worried and could not stand. The customer was taken to the emergency department by her husband and son, and upon arriving, a blood glucose result of 29 mg/dl was obtained on the hcp meter. A customer was provided two cups of apple juice and released after two hours. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with button depression. The meter did not power on with strip insertion. The meter was send for further investigation and de-cased. Visual inspection was performed on the circuit board and no issues were observed. The strip port was disassembled, blood contamination was observed in the strip port. The complaint is not confirmed to a user issue.

Event description:
A customer reported she was unable to test due to her adc blood glucose meter powering on with button depression but not with test strip insertion. It was further reported that on (B)(6) 2018 at 10:00 p.m., the customer began feeling dizzy and worried and could not stand. The customer was taken to the emergency department by her husband and son, and upon arriving, a blood glucose result of 29 mg/dl was obtained on the hcp meter. A customer was provided two cups of apple juice and released after two hours. There was no report of death or permanent injury associated with this event.